Event description:
The customer reported being in the emergency room due to low blood glucose of 45mg/dl. The customer stated that the paramedics were called multiple times and they treated him at the scene. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 2 of 2, medwatch report # 3004209178-2013-91052.mfg. Report 1 of 2, medwatch report # 3004209178-2013-91051.